Event description:
The customer contact reported a leak. The tubing set was being used to deliver an unspecified concentration of precedex. After an unspecified length of time, an unspecified volume of solution leaked at an unspecified location at the connection of the tubing and the air eliminating filter of the tubing set. The customer contact reported that during verification of the leak, the tubing set broke. No specification details were provided. Though requested, no additional info was provided including if the tubing set was replaced and therapy was resumed.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.